Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, the device was found to be in back-up mode. After the device was programmed out of back-up mode, thresholds were high (5v-6v) and bipolar impedances varied between 200 ohms and 600 ohms and was >3000 ohms in unipolar configuration. When the leads tested normal, the pulse generator was replaced.